Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's eye due to astigmatism. The symptoms of astigmatism were noticed one week post-op surgery. The lens was explanted and replaced with lens from another manufacturer in a secondary procedure. There was no patient injury. There was sutures performed. From additional information it was learnt that the implanted lens did not contribute to astigmatism. There was no use error. The replaced lens had satisfied/corrected the patient¿s astigmatism. There were no any debilitating conditions in patient. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/25/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut into three pieces. The lens was cleaned revealing no further issues. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.